Event description:
At the completion of a thoracoscopy procedure, the pt was evaluated by the anesthesiologist and thoracic surgeon with an intubation scope to establish correct placement of the bronchial catheter. During this eval, the drs noticed that a small round strip had fallen off the distal tip of the scope. The piece was retrieved with a grasping forceps and no foreign bodies were left in the pt. There was no pt injury.